Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. Internal visual inspection found that the cable 23in, 10p discreet, pin-to-pin into the j4 connector to the communication interface board was not connected. There were no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with canceling treatment because the patient was not feeling well, and the paramedics were taking the patient to the hospital. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2023 due to a report of pain. The patient was admitted the same day and found to have pneumonia. The pdrn stated the pneumonia was not associated with fluid volume overload. The pdrn confirmed there were no issues with the fresenius cycler or the dialysis treatment in relation to the patient¿s hospitalization. The patient had been completing treatments on the fresenius cycler without any adverse events. The pdrn stated the hospitalization and subsequent death are not related to any product issues. While hospitalized, the patient expired on (B)(6) 2023 cause of death is unknown. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with canceling treatment because the patient was not feeling well, and the paramedics were taking the patient to the hospital. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2023 due to a report of pain. The patient was admitted the same day and found to have pneumonia. The pdrn stated the pneumonia was not associated with fluid volume overload. The pdrn confirmed there were no issues with the fresenius cycler or the dialysis treatment in relation to the patient¿s hospitalization. The patient had been completing treatments on the fresenius cycler without any adverse events. The pdrn stated the hospitalization and subsequent death are not related to any product issues. While hospitalized, the patient expired on (B)(6) 2023 cause of death is unknown. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it was stated the patient was not feeling well and that paramedics were taking the patient to the hospital. There were no reported allegations of any issues with the cycler or that the hospitalization was related to a product issue. In the initial follow-up call, the receptionist for the patient¿s associated clinic stated the patient¿s hospitalization was due to a buildup of toxins that may be related to dialysis treatment and that the patent subsequently expired from an unknown cause. However, in two additional calls with two different pd nurses it was reported that the patient was hospitalized for pneumonia; unrelated to dialysis and not associated with fluid volume overload. It was confirmed by both nurses that the patient expired on (B)(6) 2023 and that the cause of death was unknown. It was reported the patient had been completing treatments on the fresenius cycler without any adverse events and that the hospitalization and subsequent death are not related to any product issues. The esrd death certificate was not available and no further information was provided. Based on the reported information from two pd nurses, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with canceling treatment because the patient was not feeling well, and the paramedics were taking the patient to the hospital. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2023 due to a report of pain. The patient was admitted the same day and found to have pneumonia. The pdrn stated the pneumonia was not associated with fluid volume overload. The pdrn confirmed there were no issues with the fresenius cycler or the dialysis treatment in relation to the patient¿s hospitalization. The patient had been completing treatments on the fresenius cycler without any adverse events. The pdrn stated the hospitalization and subsequent death are not related to any product issues. While hospitalized, the patient expired on (B)(6) 2023 cause of death is unknown. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.